Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. The right ventricular lead exhibited noise which resulted in several inappropriate shocks. The lead also exhibited low impedance. It was noted that the shocks occurred when the patient was swimming. No device intervention was performed. No further information available.